Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that after bilateral intraocular lenses (iol) were implanted, the pt went to another surgeon and had the lenses exchanged for different lenses. This is one of two medical device reports being filed for this pt. This file is for right eye.